Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged; however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. The pt is reportedly doing well with the new device.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. In addition, a fractured case and detached feed thru header were identified which is consistent with the trauma reported. The photographic imaging inspection revealed a broken hybrid, which is consistent with the trauma reported. System lock could not be obtained at any spacing. The no lock condition prevented the electrical tests from being performed. The failure of this device was attributed to a fractured case. Cracked cases are usually associated with impacts sustained over the implanted location, which is consistent with the trauma reported. This older device configuration is no longer manufactured. This is the final report.